Event description:
It was reported that an ams sparc mesh product was implanted on (B)(6) 2007, to treat the plaintiff for "a vaginal condition that required surgical intervention for repair." It was alleged by the attorney for the plaintiff that as a result of the implant the "plaintiff experienced injuries, including, but not limited to pain, discomfort, infections and worsening incontinence. It was also alleged that plaintiff has suffered and will continue to suffer mental anguish, diminished capacity for enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages." It was also alleged that the mesh product has eroded and caused dense scarring," and that plaintiff has sustained and will continue to sustain the injuries and damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.